Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet occluder was selected for implant using a 12f amplatzer amulet delivery sheath. The occluder was prepared as per the instructions for use. It's noted that the patient had a difficult anatomy. The patient was administered heparin for procedure and had an activated clotting time (act) level greater than 250 seconds. It was noted during procedure via transesophageal echocardiogram, that thrombotic material was adhering inside the mesh of the occluder when being deployed. The thrombus looked like a thread. The delivery sheath was not in the patient for a significant period of time. The occluder was never fully re-sheathed and continued to be used during the procedure. The decision was made to completely recapture, remove, and replace the 20mm amplatzer amulet occluder with another one of the same size to complete the procedure. The patient remained hemodynamically stable throughout the procedure. The patient was stable at the time of report.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.